Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
Reportedly, the patient has "significant pain and has [patient] constantly worried things will get worse."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date of implant: 2009 or 2010. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009, the patient was pre-operatively diagnosed with 1) lumbar spinal canal stenosis, l4-l5 and l5-s1 2) lumbar degenerative disc disease, l4-l5 and l5-s1 3) lumbar facet joint arthritis and spondylosis, l4-l5 and l5-s1 levels and underwent the following procedures: 1) l4 laminectomy, foraminotomy, facetectomy, and bilateral l5 nerve root decompressions 2) l5 laminectomy, facetectomy, foraminotomy and nerve root decompressions 3) posterior lumbar interbody fusion, l4-l5 with autogenous bone graft and rhbmp-2, 4) posterior lumbar interbody fusion, l5-s1 with autogenous bone graft and rhbmp-2, 5) insertion of intervertebral prosthetic interbody device, l4-l5 with prosthetic cage 6) insertion of intervertebral prosthetic device, l5-s1 level with cage 7) posterolateral fusion, l4-l5 with autogenous bone graft 8) posterolateral fusion, l5-s1 with autogenous bone graft 9) posterior segmental spinal instrumentation, l4 through s1 with pedicle screw and rod system 10) intraoperative emg pedicle screw testing and nerve root testing, right l4, right l5, right s1, left l4, left l5, and left s1 nerve roots. As per op-notes,¿ two separate 14-mm prosthetic interbody cages were then filled with rhbmp-2 in a routine fashion started first at l5-s1. We carefully protected the neural elements. We patched up cancellous bone graft into the anterior disc space and then while protecting the neural elements; we inserted the 14-mm interbody prosthetic cage filled with rhbmp-2 into the l5-s1 disc space. Distraction was released at l5-s1 and then we distracted at the l4-l5 level. We protected the neural elements. We packed the anterior disc space with the bone graft at l4-l5 and then inserted the prosthetic cage measuring 14mm filled with rhbmp-2 into the l4-l5 level.¿ the patient tolerated the procedure well without any intraoperative complications. (B)(6) 2009: the patient was discharged from the facility.